Event description:
It was reported the pt (netherlands) could no longer feel stimulation. The physician elected to proceed with surgical intervention. Intraoperative testing identified invalid impedances. It was determined that the issue was lead extension. The lead extension was then explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Results - the complaint of "invalid impedance" was microscopically confirmed. As received, the 3383 extension was examined microscopically. Broken and detached wires were observed in the header. Septum was intact and clear. The setscrew was properly oriented in the connector block. Continuity testing and resistance measurement were not performed due to all the broken wires were able to be visually observed. The broken wires are consistent with the overstress condition the extension was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.